Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during an ladg, bleeding occurred from the first seal event though an endtone, indicating a complete seal, was heard. Sealing was tried about 10 more times, but bleeding occurred frequently. The amount of bleeding was under 200 cc. There was no damage to the pt's tissue.